Event description:
Implant didn't achieve osseointegration after 8 weeks healing time, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used. Mechanical insertion 40ncm achieved.